Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues reappeared.